Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Final analysis found the device was received with battery voltage near beginning of life (bol) level. A device history review (DHR) indicated all manufacturing and inspection operation were performed normally, and the device passed all tests. No anomalies were detected.

Event description:
It was reported that the novel insertable cardiac monitor (icm) exhibited premature battery depletion prior to implant. The device was not used for procedure. There was no patient involvement.